Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported the patient did not receive treatment for peritonitis. At the time of this report the patient was recovered from this peritonitis event, the fluid was clear and the patient "was doing well". Action taken with dianeal therapy was not reported. No additional information is available.